Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Upon further inspection, it was observed that foreign objects were clogging the nozzle. Due to this clog, the water removability did not meet the standard value. This finding was due to insufficient cleaning of the scope or handling problem. It was observed that the adhesive of the bending section cover had a chip, a crack and had a white-clouded area due to chemical or physical stress. It was also observed that the adhesive around the objective lens and around the light guide lens had a white-clouded area due to deterioration caused by a handling issue. It was observed that the plastic distal end cover had a dent due to physical or chemical stress. It was observed that the plastic distal end cover and the distal end itself had a burn due to the use of a high energy endotherapy accessory without ensuring sufficient distance from the distal end. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: bending section cover, switch 1, connecting tube and on the image guide protector. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. The customer flushes the air and water nozzle with detergent solution. The customer confirmed that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope had an angulation malfunction in the down direction. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The facility's clean, disinfect and sterilize (cds), reprocessing information and ("survey results regarding foreign matter") were noted below: the device was cleaned, disinfected, and sterilized before requesting repair. Facility not aware of the foreign material adhered on the device. It is unknown if the endoscope was used for the procedure with the foreign material attached to it. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly, or accessories used for reprocessing. Water and air was supplied to the air/water nozzle. Information on manual cleaning: it us unknown if the endoscope was submerged in the detergent solution. They did wipe/brush the air/water nozzle with gauze, brush, or sponge. The instrument channel was brushed flushed the air/water nozzle with water and air. Sent liquid to the air/water nozzle. Facility noted no abnormalities on the accessories used for reprocessing. Any concerns on reprocessing- noted no response. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient reprocessing as protein which was detected in the component analysis could be derived from human, bacteria, or protein-based chemical agent, and silicic acid could be from chemical agent or tap water. Additionally, stretching of the angulation wire and shrink of the angulation coil pipe could occur early due to the below reasons: ·angulation operation while the endo therapy accessory is inserted. ·accumulation of stress such as stroking the distal end section. ·application of excessive stress to the bending section while angulation is operated. ·application of unexpected load by angulation operations while the movement of the bending section was limited. ·storing the endoscope while the angulation was locked. The event can be detected by following the instructions for use (IFU) which state: chapter 3 preparation and inspection¿ as below. ¿section 3.3 inspection of the endoscope, inspection of the endoscope 9 inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. ¿section 3.8 inspection of the endoscopic system, inspection of the objective lens cleaning function¿ - inspection of the water feeding function 1. Cover the spray valve hole with your finger. 2. Depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. ¬ - inspection of removing the remaining water from the objective lens 1 after checking the water feeding function and while observing the endoscopic image, feed air by covering the hole in the spray valve with your finger. Confirm that the emitted air removes the remaining water from the objective lens and clears the endoscopic image. - inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. - inspection of removing the remaining water from the objective lens 1 after checking the water feeding function and while observing the endoscopic image, feed air by covering the hole in the air/water valve with your finger. Confirm that the emitted air removes the remaining water from the objective lens and clears the endoscopic image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The proteins detected in the component analysis may be human, bacteria, protein-based drugs, etc., and the silicic acid may be drugs, tap water, etc. Since foreign matter was also found around the nozzle opening, it is speculated that it may have been attached due to insufficient cleaning and disinfection, but this could not be identified. There was no deformation of the air and water supply nozzle. It was confirmed that the instructions for use were followed. The inspection method is described in the instruction manual (operation edition), "chapter 3: preparation and inspection" as follows: "3.3 inspection of the endoscope: inspection of the entire endoscope 9. Visually check the air/water nozzle at the tip of the endoscope for abnormalities such as protrusions, dents, or deformations. 3.8 checking the function of combining with related devices checking the objective lens surface cleaning function when using the spray button (a) inspection of water supply 1. Cover the spray button hole with your finger. 2. With the hole still covered, press the button all the way down (two steps). Check that water flows across the entire endoscopic image. (B) drain inspection 1. When you cover the spray button hole with your finger, air will come out and the remaining water on the objective lens surface will be removed. Check that the endoscopic image becomes clear. When using the air/water supply button (a) inspection of water supply 1. Cover the air/water supply button holes with your finger. 2. While keeping the hole covered, press the button. Check that water flows across the entire endoscope image. (B) drain inspection 1. When you cover the holes in the air and water supply buttons with your finger, air will come out and the remaining water on the objective lens surface will be removed. Check that the endoscopic image becomes clear." Olympus will continue to monitor field performance for this device.